Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# unknown serial# (B)(4)). Stockert generator (model# m-5463-01 serial# (B)(4)). Coolflow pump (model# m-5491-02 serial# (B)(4)). Soundstar catheter (model# unknown lot # unknown). Lasso catheter (model# unknown lot # unknown). Pentaray catheter (model# unknown lot # unknown). Webster cs (model# unknown lot # unknown). Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes will be added to h10 until the biosense webster system is also updated. Therefore the following codes apply: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed which yielded 950cc of fluid. The patient was transferred to intensive care. The patient was reported to be in stable condition at the time this event was reported. Additional information was received on the event. A transseptal puncture was performed. The patient did receive anticoagulation during the procedure. The patient's medical history includes use of xarelto. The physician did not provide a causality opinion.